Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One 6 fr angio-seal sts plus was received for evaluation. The hemostasis sheath, the arteriotomy locator, and the carrier tube assembly and incompletely opened polyfoil were returned. No other accessory components were returned for analysis. Visual inspection revealed that the locator was mated with hemostasis sheath. The arteriotomy locator was inspected under fluoroscopy for any anomalies which would have led to obstruct the guidewire being observed. The arteriotomy locator and hemostasis sheath were then subjected to microscopy. No anomalies were noted with the blood inlet holes on the arteriotomy locator. No other gross anomalies were noted with the carrier tube assembly. Functional testing was conducted. The arteriotomy locator was removed and again mated with the hemostasis sheath. An audible snap was heard, and a tactile snap was felt. The device was visualized under microscopy where the two components were found properly mated with no anomalies with the blood inlet holes. As no guidewire was returned, another guidewire was obtained, and the device was subjected to functional testing by inserting the guidewire into the mated sheath and locator. The locator was not able to be loaded fully onto the guidewire. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, that an obstruction of dried bloodlike substance was present within the arteriotomy locator which prevented the guidewire insertion during functional testing. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was prepared as usual. However, it was not possible to push the angio-seal device via the wire, and there was no calcification. Another device was used instead without issues. The procedure was performed as intended. Additional information was received (B)(6) 2019: a pre-deployment angiogram was performed. The patient did not require additional medical treatment. The patient was in stable condition.